Event description:
Patient underwent placement of triple lumen hickman catheter. Two days later, nurse was flushing unused lines per institutional protocol. When flushing the port dedicated for tpn, the distal end of the line was noted to be leaking. On examination, a hole was noted. The line was clamped. Chemotherapy and intravenous fluids were changed to other IV sites.